Manufacturer narrative:
Patient received revision procedure after implant instability was noted during post operate evaluation. Revision procedure included implant replacement and realignment. The most probable cause is surgeon initial misalignment during original procedure.

Event description:
Patient required ankle revision surgery. See scanned table.